Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender: unknown, information not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted therefore it was not explanted. Device evaluation: the complaint product was returned in a plastic bag. All the components were observed correctly engaged. There were no assembly errors and/or defect related to manufacturing process. Th plunger was in a partially advanced position. Traces of lubricating material was observed in the device. The lens got stuck at the cartridge tip and it looks torn. Piece of lens was missing. Due to the condition of the sample returned reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed no additional complaints from this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the leading haptic was not folded correctly. There was no patient contact. This event was reported during handling and prior to insertion into the eye. The device evaluation found the lens got stuck at the cartridge tip and it looks torn;piece of lens was missing. No further information available.